Event description:
It was reported that the customer was hospitalized due to low blood glucose of 30mg/dl. The mother stated that the customer's blood glucose has been low for the past two weeks. The caller mentioned that he fell after experiencing a low episode and he took off the insulin pump. Troubleshooting was performed. The programming on the device was correct. The reservoir was showing the same amount of insulin as shown on the status screen. The mother stated that the customer is taking some medication that might have brought his blood glucose down. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.